Event description:
It was reported that the stent (subject device) could not be opened and seemed to be twisted or ribboned. Also, the subject stent was deployed prematurely during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There were no anomalies noted to the flow diverter delivery system prior to use. Continuous flush was maintained throughout the procedure. There was no indication of a user related issue. The anatomy was reported to be moderately/normal tortuous. Associated devices used when the issue occurred was a microcatheter. The same microcatheter was used to finish the procedure. There was patient involvement. The anatomy location/vessel name of intended treatment was internal carotid artery (ica). The patient was put on medication post-procedure. The patient received dual anti-platelet agents prior to the procedure, post procedure. Access was through femoral. The size of the flow diverter was appropriate for treatment site. There was no resistance encountered during navigation of the flow diverter device to the target lesion. The position of the delivery catheter was confirmed by visualizing the radiopaque markers. The position of the flow diverter implant was confirmed between the two marker bands. There was no resistance encountered during the flow diverter deployment. The flow diverter was recaptured/resheathed back during the procedure a few times. The flow diverter was recaptured and removed to return the device. There were no changes noted to the vessel wall at implantation site. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent failed/unable to open (when not implanted)¿, ¿stent deformed¿ and ¿stent deployed prematurely during use¿.

Event description:
It was reported that the stent (subject device) could not be opened and seemed to be twisted or ribboned. Also, the subject stent was deployed prematurely during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.